Manufacturer narrative:
Product complaint (B)(4). Evaluation: it was received for analysis a labeled winding former and a dispensed needle-suture of product code sxpp1a405. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined, body fluids at the barbs and the sides of fixation tab broken were noted. In addition, a side of the tab was returned for analysis and body fluids were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident and the complaint was observed. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and barbed suture was used. The suture end broke in the patient's abdominal cavity when trying to anchor the suture, during the closing of the rectus sheath. The procedure was successfully completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). It was received for analysis a box with unopened samples of product code sxpp1a405, lot mp6494. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged fixation feature were observed the manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance fixation feature breakage intra-op was found.